Manufacturer narrative:
In absence of a returned product, this report completes case investigation at this time.

Event description:
It was reported that this lead exhibited oversensing and noise while the patient was exercising. The physician stated a lead revision would be completed. It was later learned the lead was explanted and replaced. No return of product is expected and no resulting adverse effects had been reported.